Manufacturer narrative:
According to the information received from the field the recipient underwent a 3t magnet resonance imaging (MRI), which constitutes an abnormal use. The MRI examination likely caused slight damage to the device, explaining the lack of retention. In addition, the recipient experienced uncomfortable sensations during the MRI which are likely related to the forces exerted on the implanted magnets by the MRI magnet fields. Reportedly the recipient is doing fine with the device and the device remains implanted and in use. This is a final report.

Event description:
The user is experiencing retention issues following a 3 tesla MRI. A follow-up took place with the audiologist on (B)(6)2023 and it was reported that the device is working fine and that the user is satisfied.

Event description:
The user's audio processor (ap) is not holding on as well following a 3 tesla MRI.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.